Event description:
The facility reported a flo-gard infusion pump which failed to alarm for an air bubble that was seen in the tubing while to pump was infusing flolan on a female patient in the step down care area. The infusion was stopped and the pump was swapped out. There was no patient injury in association with this event, but the patient did experience anxiety as a result of seeing the air bubble in the tubing. No additional information is available.

Manufacturer narrative:
The reported condition of a flo-gard infusion pump which failed to alarm cannot be confirmed as the facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs can be made by baxter. Should the pump be received for evaluation or if any additional information becomes available, a follow-up medwatch will be submitted.